Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10302. The patient received the scs system which included two leads from different lots. It was reported the patient was no longer receiving stimulation. High impedances were identified on all lead contacts. The physician removed and replaced the leads on (B)(6) 2011. During intraoperative testing, the physician observed a fracture near the end of the anchor. Effective stimulation was captured post-operatively. Only one lead was returned to the manufacturer. It cannot be determined which lead was returned; therefore, there are two reports being submitted for this issue.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As returned, a visual inspection of the returned lead and swift-lock anchor was performed. The inspection confirmed the lead body is bent/kinked at the proximal end of the swift-lock anchor and the internal lead wires have completely separated at the best lead body site. The swift-lock anchor had not been modified. The observation of invalid impedances and inability to feel stimulation is consistent with the damaged lead wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.